Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the table control module had been accidentally dropped by the customer. This incident resulted in damage to the pan handle button, subsequently preventing the system from booting. To resolve this issue fse replaced control module. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the issue resulted from mishandling of the control module, philips has concluded that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the system failed to boot up, there was a button active during start up. The device was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.